Event description:
It was reported that the cartridge was leaking insulin from the o-ring. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.